Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: wire not detected"), abdominal pain lower ("cramping") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 37-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "no essure confirmation test performed". The patient's past medical history included c-section. Concomitant products included progesterone. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2010, 3 years 7 months after insertion of essure (ess205), the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), menorrhagia ("severe menstruation") and procedural pain ("painful post-operative recovery"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (underwent bilateral partial salpingectomy on (B)(6) 2011). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown and the abdominal pain lower, abdominal pain, menorrhagia and procedural pain was resolving. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2011. The reporter considered abdominal pain, abdominal pain lower, device dislocation, menorrhagia, pregnancy with contraceptive device and procedural pain to be related to essure (ess205). The reporter commented: following the surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms were mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: left coil fell out. On (B)(6) 2010-ob ultrasound: findings reveale the right and left ovaries appear normal . A essure wire can be detected in the left adnexa and appears in customary position. The-right fallopian tube or essure wire is not detected on this examination. Impression: single. Live intrauterine gestation with a gestational age of 9 weeks 0 days and expected delivery gestational. Regular heart rate at 164 beats per minute. A 5 cm diameter anterior uterine fibroid as described. Above. Confirmation of left essure wire in customary position. The right essure wire and fallopian tube are not visible on this examination. On (B)(6) 2011, fetal anatomy survey appears normal. There appears to be normal appropriate interval growth. The fetus weighs at the 27 the percentile. The placenta is posterior but appears to cover the internal os and the findings suggest placenta previa on second trimester ultrasound. Follow up evolution of the placenta at third trimester near them as suggested. Most recent follow-up information incorporated above includes: on 25-may-2018: pfs received. New events added- pregnancy (no complications), device ineffective, migration of essure device location of device: wire not detected and no essure confirmation test performed. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: wire not detected"), abdominal pain lower ("cramping") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 37-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "no essure confirmation test performed". The patient's past medical history included c-section. Concomitant products included progesterone. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2010, 3 years 7 months after insertion of essure (ess205), the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), menorrhagia ("severe menstruation") and procedural pain ("painful post-operative recovery"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (underwent bilateral partial salpingectomy on (B)(6) 2011). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown and the abdominal pain lower, abdominal pain, menorrhagia and procedural pain was resolving. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2011. The reporter considered abdominal pain, abdominal pain lower, device dislocation, menorrhagia, pregnancy with contraceptive device and procedural pain to be related to essure (ess205). The reporter commented: following the surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms were mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: left coil fell out. On (B)(6) 2010-ob ultrasound: findings revealed the right and left ovaries appear normal. A essure wire can be detected in the left adnexa and appears in customary position. The-right fallopian tube or essure wire is not detected on this examination. Impression: single. Live intrauterine gestation with a gestational age of 9 weeks 0 days and expected delivery gestational. Regular heart rate at 164 beats per minute. A 5 cm diameter anterior uterine fibroid as described. Above. Confirmation of left essure wire in customary position. The right essure wire and fallopian tube are not visible on this examination on (B)(6) 2011, fetal anatomy survey appears normal. There appears to be normal appropriate interval growth. The fetus weighs at the 27 the percentile. The placenta is posterior but appears to cover the internal os and the findings suggest placenta previa on second trimester ultrasound. Follow up evolution of the placenta at third trimester near them as suggested. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), menorrhagia ("severe menstruation") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (bilateral partial salpingectomy on (B)(6) 2011). At the time of the report, the abdominal pain lower, abdominal pain, menorrhagia and procedural pain was resolving. The reporter considered abdominal pain, abdominal pain lower, menorrhagia and procedural pain to be related to essure (ess205). The reporter commented: following the surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms were mostly resolved. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.